Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to perform displacement test due to no button response. Cracked case near lcd window corner, cracked lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address and serial number label and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had crack near the reservoir window. Customer's blood glucose was unknown. No further information reported.